Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, customer experienced low blood glucose (bg) level of 53 mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged low blood glucose issue was verified in the pump logs, however.